Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. On an unspecified date and time, the pump was programmed to delivery fentanyl 10mcg/ml and bupivacaine 0.12 %, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted 2 inches of air distal to the cassette with no air in line alarm. The device was removed from clinical use. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided, including if therapy was resumed using a replacement device.

Manufacturer narrative:
The device passed testing by appropriately alarming when air was present in the tubing distal to the pump. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(6).